Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the root cause of the failure. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Device did not come in contact with patient. Surgeon used another lemaitre over-the-wire for the procedure.

Event description:
When the pre-use test was conducted, the balloon of the over-the-wire embolectomy catheter had already ruptured. Device did not come in contact with the patient. Surgeon used another lemaitre over-the-wire embolectomy catheter for the procedure.